Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplement report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone grade type iii. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2020 for primary procedure on tooth #29. On (B)(6) 2020 the patient presented within three weeks of the procedure with complaints that "the area is not healing well." Upon examination, the provider notes the area not healing well. The provider also notes that "the area was debride the socket" and was unsure if infection was present. It was at that time the device was removed. The provider states the patient current status as "excellent".

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned with an abutment attached and not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 13 mm (70-1154-imp0007) using radiographic template. There was no defect or non-conformity observed. The threads and internal features were all intact. Slight bone debris was observed from the implant. Root cause: the root cause cannot be explicitly determined. Physician did not report osseointegration issue from the patient. The implant area was reported not healing well. It could be the result from over/poor preparation at the implant site, but it was unknown if physician correctly followed the drilling protocol recommended from the surgical manual.